Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734887xom, serial/lot #: unknown, product ID: 9735737, version 1.3.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgery (fess). It was reported that the non-invasive patient tracker or the navigation was misaligned/inaccurate of 5mm or greater so the registration was done again. However, the registration probe was read, but the 3 point trace point was not recognized even when the foot switch was stepped on. When it was restarted, it could be recognized and registered without any problems, and the surgery was completed successfully. No impact to patient outcome. There was a less than 1 hour delay in the surgical procedure.

Manufacturer narrative:
H3, h6: software analysis was done for two separate issues: the inaccuracy issue and the unresponsive issue. Results for inaccuracy issue: logs were reviewed. Logs captured three sessions on the date of issue. Logs captured that the site used the stdfess procedure and did 16 successful registrations with an error metric below 5mm but logs did not provide the root cause of the reported behavior. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Results for unresponsive issue: logs were reviewed and documented in three sessions on the date of issue. It is observed that the system booted into the application four times on the date of issue. Logs recorded multiple tool verification failures including registration probe due to distance and angle criteria from the frame. Additionally, the logs captured occurrences of "coil noise" for the tools during registration and navigation tasks. However, there were no records of segfaults, core files, database corruption, abrupt shutdowns, or any other abnormalities associated with the reported behavior. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.